Event description:
Related manufacturer number: 2017865-2022-16810. During remote follow-up, far r oversensing was observed on the device and noise resulting in oversensing was observed on the right atrial lead. Reprogramming was suggested to resolve the event. No intervention has been performed at this time. The patient was in stable condition.